Manufacturer narrative:
No malfunction suspected. End user leaned forward while seated in the power wheelchair while powered "on". Hoveround's owners manual warns "[t]o reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: do not lean excessively forward or sideways", and "[p]ress the power button to off before making any adjustment to your power wheelchair."

Event description:
The end user's significant other reported that while the end user was seated in the power wheelchair, the end user leaned forward to adjust the elevating leg rests, bumped the joystick controller, and drove the unit into the bed.